Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the pt has developed 5 necrotic areas around the sites where the staples are applied. Stapler was used to fix a split thickness skin graft. Numerous staples have been applied to fix the graft and to fix the dressing to the graft site. The necrotic area is first evident three days after surgery when the dressings are removed for the first time. Necrotic sites on back pt focussed resolution of events and outcomes corrective action taken relevant to the care of the pt: pt outcome: pt is still being monitored.